Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: h6, h11. A service history review was performed, and all records indicate that the product was repaired, tested in accordance with all applicable procedures, and met all final product release criteria and certificate of conformity and final acceptance report.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue in the air/water channel, air/water cylinder, and auxiliary channels. There was no patient involvement.